Manufacturer narrative:
The monitor sn (B)(4) was returned and evaluated. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. The belt was received in biohazard condition. Upon investigation the electrode belt failed functionality testing. The cause for the failure was isolated to a defective fall off circuitry. Further investigation was not possible due to the belt's biohazard condition. As the patient's ECG signal was captured up until the moment of device shut down, there is no indication that this malfunction affected patient protection in the field.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 after being appropriately treated by the lifevest. Clinical review of the patient's ECG data from the date of passing shows that the patient experienced ventricular fibrillation (vf) and received two appropriate treatments at 15:53 and 15:58 on (B)(6) 2020. Between the first and second treatments, the patient was seen in vf with response button use. It is unknown who was pressing the response buttons at this time. The patient was then seen in intermittent vf, which then transitioned to ventricular tachycardia (vt) at 130 bpm which slowed to an idioventricular rhythm at 50 bpm until the device was shut down at 16:00:44 on (B)(6) 2020. The patient reportedly passed away in a hospital and was positive for covid-19. Due to the response button usage during a treatable arrhythmia and the lack of treatment during a treatable rhythm on the date of the patient's passing, reporting event out of abundance of caution.